Event description:
It was reported, t2 nail was implanted into the upper left arm. Afterwards, the pt suffered from a radial paralysis that left weakness of the extensor muscle for wrist and fingers. The medical expert reported, that the paralysis was caused by a blocking screw pressing on the nerve.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.